Manufacturer narrative:
Unit was returned for evaluation. External visual inspection found the device to be in good condition. Device was opened and filter removed for internal visual inspection. Mandatory service of filter had been neglected as it was consumed with hair, foreign lint type material and other unknown debris. Inside the device, between heater and filter housing technician noticed a foreign item that resembled a screw on cap or cap for a syringe. The only 2 ways for the item to be introduced inside the device would be to physically remove the filter and place inside or through the hose input connection. Technician pulled smiths medical factory calibration records and it was recorded that the device was in for calibration on (B)(6) 2013. Technician installed clean filter and removed debris and foreign objects from device before testing. Flow test was performed with customer filter and read 2327 ft. Per min; flow test with new filter installed was 2362 ft. Per min. The following heater settings were individually applied for a 10 hour period each: 36 degrees celsius, 40 degree celsius and 44 degree celsius. It is noted that device is out of factory specification and needing calibration and general maintenance. Device over-temp, heater safety disconnects, and under-temp alarms are functioning properly. Investigation was unable to confirm the reported issue.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that following an hour of use with listed product a burn was noted on the patient. Patient received wound care for blisters received due to the burn. No permanent adverse effects to the patient were reported.